Manufacturer narrative:
Evaluation of the returned engine confirmed the power button was broken and was within the housing. The engine housing was opened, and the power button was observed to be fractured from the black lid due to fractured screw ports. If excessive force is applied to the power button, damage such as this may occur. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a st-elevation myocardial infarction (stemi) using a penumbra engine (engine). During the procedure, the on/off power button broke and fell into the pump. Therefore, the engine was not used for the remainder of the procedure. The procedure was completed with manual aspiration. There was no report of an adverse effect to the patient.